Event description:
Dr. (B)(6) reported that he injected a female patient with radiesse into bi-lateral cheeks. Right after the injection, the patient complained about numbness on left side of face. On (B)(6) 2012, the patient reported hypersensitivity in left cheek and redness to the area. She was seen by dr. (B)(6), the left cheek area confirmed as red; "hyper-vascular red". Lateral to redness, there are dry, white vesicles. The patient complained of pain in the area. Dr. (B)(6) told her to take advil/motrin 600 mg 3-4x day. Right side had no issues. Per patient, on (B)(6) 2012, the vesicles were draining, dr. (B)(6) had seen her on the same day, no drainage noted. On (B)(6) 2012, it repeated; patient reported drainage. Per dr. (B)(6), redness was present, no infection, "inflammation like". On (B)(6) 2012, during medical consult with (B)(6), pa at merz, dr. (B)(6) stated he performed a mid-face augmentation using radiesse. He noticed a subtle blanch on patient's cheek. The next day the patient reported numbness in the io distribution as well as feeling hypersensitive on her entire left cheek. She also reported small, white blisters and redness to her cheek. During a follow-up visit on (B)(6) 2012, he was concerned of a herpetic outbreak vs bacterial infection and placed her on valtrex 1 gm tid and augmentin 500 bid. He saw the patient the next day and she reported slight oozing and drainage from the small blisters; he added bacitracin to the regimen. Differential diagnosis of vascular compromise, hsv and bacterial injection were reviewed. Reviewed each item in detail and that often times the vesicular eruption can be deemed to be herpetic in nature. Obtaining a culture would provide a definitive diagnosis. He might consider the addition of warm compress to aid in vasodilation. Dr. (B)(6) explained that he inserts his needle superior to the io foramen and just under the io rim. Information shared that a branch of the io may have been compromised based on the pattern of patient's redness, swelling and numbness. The numbness is slowly dissipating and the redness has lightened and seems to be improving. The bolus was perhaps inadvertently placed more superficial which led to the vascular compromise. The soft tissue swelling may be responsible for the nerve irritation. One patient's photo was reviewed and it certainly appears to be consistent with a vascular compromise but with the overlying vesicles one cannot rule out hsv. There may be a combination of both taking place, the patient is on valtrex which should be adequate. Reviewed the typical course of a more superficial compromise and that these tend to heal quite nicely over the course of weeks.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided.